Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data files and did not find an instrument malfunction. The cause of the discordant, false negative hcg result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s) because the sample failed the instrument's delta check, indicating that it did not match previous results for the patient. The sample was rerun on an alternate dimension exl instrument and resulted higher. The sample was then rerun on the same instrument and resulted higher, matching the rerun result from the alternate dimension exl instrument. The rerun result from the alternate dimension exl instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.